Event description:
It was reported that pump battery depleted faster than expected and that pump eventually shut down, which reset insulin on board and maximum hourly bolus settings and led to customer blood glucose reading as ¿high¿ with a value above 500 mg/dl but exact level unknown. Customer resumed insulin on pump, gave correction dose by injection, did not require third-party assistance, and worked with technical support, who reviewed pump logs, confirmed battery use was normal for customer settings and usage, and provided education on reducing battery consumption by limiting screen use and addressing alerts and alarms promptly, which customer understood and acknowledged.